Manufacturer narrative:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes . The complaint of cuff had leaking and torn around line was confirmed. Investigation looked at description of non-conformance audit . No discrepancies were detected thirty-two units. The event to reproduce the failure was cut with razor, which revaled the cut looking similiar. The most probable root cause is that the product become damaged after it left the shm facilities since product is 100% leak tested, there is no possibility to test the material if line is cut or detached.quality engineer was notified 13/jan/2020 about failure mode reported by the customer. Updated fields b 1b 4b 5g 7h 1h 2h 3h 6h 10

Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes. Summary of analysis on h 10.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, it was noted to be leaking air. No patient injury occurred.